Event description:
It was reported that during implant of the left ventricular lead, a guidewire could not be fully inserted into the lead. The lead was not implanted. An epicardial variant was successfully implanted.

Manufacturer narrative:
(B)(4).